Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor reported that the up arrow, down arrow and ok buttons on the keypad were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: the original complaint could not be duplicated during investigation. The keypad was intact with no damage and all of the buttons responded properly. There was no contamination found under the button contacts when the keypad was removed. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the audio bolus button was detached. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).